Manufacturer narrative:
Analysis: analysis of the returned device confirmed that one of the suction pod legs of the headlink u-tube assembly had broken at the y support weld area, which confirmed the clinical report. Medtronic has previously received similar reports of headlink breakages on this product model. To mitigate recurrence of this issue, design enhancements were implemented to strengthen the assembly. Full implementation of these corrections was completed in 2007. This product appears to have been manufactured prior to implementation of these corrections. Conclusion: reduced performance of the device occurred and is likely related to user interface. Instructions contained in the IFU warn that repeated bending of tissue stabilizers may compromise performance of the product. No reported adverse patient effects.

Event description:
Medtronic received information that one of the suction pods of this tissue stabilizer detached from the headlink assembly while the surgeon was adjusting the pods. The device was removed without reported complication. The lot number of the product is not known and cannot be obtained, as the product packaging was discarded.